Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp stated they were updating the pump and got a message saying pump stopped 0h 1 min. The agent reviewed that this could happen with an incomplete update. The hcp reinterrogated, re-entered some patient information, and re-updated the pump. The hcp then stated they were getting "tube set alarm." The hcp checked logs and there was no motor stall alarm. The hcp confirmed patient had an MRI and thought it was maybe in august or september but could not confirm the date after all. The hcp stated that the patient did not come back to get the pump checked after the MRI. The hcp stated that a rep checked it but was unclear when this was and thought maybe the rep had silenced the alarm. The hcp sent a screenshot confirming there was no longer an option to silence the alarm, but the active alert banner was still showing up on the home screen even after ending the session and updating the pump several times. The session report confirmed alarm had been silenced. The patient had been in the office for over 20 min and no alarms were heard before the patient came in or during the visit. No further action was taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the pump alarm had not sounded again since it was silenced on september 19, 2025.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving prialt via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had an MRI back on (B)(6), 2025, and their pump had been beeping ever since. The patient stated that the pump was beeping after the MRI, and it was silenced by their healthcare provider after the MRI for a couple of hours before it started beeping again. It was noted that the patient was hard of hearing. The caller interrogated the pump, and he was seeing an alert 99 (pump stop exceeded tubeset duration). The pump logs showed programming from (B)(6) and ¿pump motor stall recovery¿ for the MRI on (B)(6), ¿non-critical alarm ¿ low reservoir alarm", "critical alarm: stopped pump duration exceeded 48 hours¿, ¿event status cleared¿, and ¿user silenced an active audible al arm¿. There were no motor stall messages since the MRI in may. Per the caller, the patient had had lithotripsy 2 weeks ago. The agent recommended silencing any active alerts from the home tab if the pump was still alarming. The caller stated that he was planning on seeing the patient next week. The caller stated that the patient was not having symptoms of overdose or underdose, and the patient stated that the pump was functioning normally. Additional information was received on september 19th at which time it was reported that the patient came in today to address the pump alarm. The caller reported that they were seeing code 99 on interrogation. The agent had them silence the active alarm on the home screen, update the pump, and reinterrogate it again, but the pump continued to show code 99. It was confirmed on the call that the alarm was silenced correctly. The caller was going to have the patient follow-up with their healthcare provider for further investigation and check back with the patient to see if they could still hear any alarms. The option of accessing the pump reservoir to make sure the pump wasn¿t truly stalled was discussed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.